Manufacturer narrative:
Multiple PMA / 510(k) numbers: there were multiple PMA / 510(k) numbers reported to be involved. The information for the additional PMA / 510(k) number is as follows: PMA / 510(k)#: bk050036. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had problems when the shield was removed for blood separation. No serious injury or medical intervention was reported.